Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited a decrease in the remaining longevity. The device indicated 7 years remaining and 3 months later indicated 5.5 years remaining. Boston scientific technical services (ts) was contacted and discussed the programming changes that had been previously made that could impact the remaining longevity. The patient will continue to be regularly checked. No adverse patient effects were reported. The system remains in service.